Manufacturer narrative:
The device was received for evaluation. During evaluation visual inspection, the device OEM labels were found missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be flow labels were missing. New directional flow labels will be issued and installed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device OEM labels were missing. No additional information is available.